Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported a rupture diagnosed by MRI. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. Device remains implanted. This relates to the left side.